Manufacturer narrative:
After the manufacturing investigation of the returned device, the initially reported concomitant device spare reamer tube is no longer considered as concomitant device and is now determined as the reportable device. Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon receipt of the spare reamer it was identified that several of the teeth were broken off and missing. Product development engineer also confirmed that teeth from the spare reamer also broke off and were retrieved. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device used in a veterinary case - no patient information will be reported. Other number¿UDI:(B)(4). Date of implant is unknown and was approximately (B)(6) years prior to the date of this report. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Device is veterinary use only. As such, no 510k has been applied. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary procedure on (B)(6) 2017 for the removal of a 4.5mm screw shaft that was retained after intraoperative breakage of the screw during the initial hardware removal attempt on (B)(6) 2017 (please see related com-281550). A reamer tool was required to remove the remaining screw shaft. As surgeon was preparing to remove the screw shaft on (B)(6) 2017, he began reaming manually and without the use power. The surgeon was unable to get purchase on the bone and tried pushing on the hollow reamer to get it to bite, which caused four (4) of the six (6) instrument teeth to break off. All broken teeth were easily recovered. The surgeon commented that the remodeled bone was very dense, causing difficulty during reaming. The surgeon continued the procedure and successfully removed the screw shaft. The equine patient was not revised with any additional hardware. There was no surgical delay. Preoperative x-rays were taken on (B)(6) 2017. The procedure was completed successfully and the equine patient outcome was reported as stable. The screw that was causing the irritation was successfully removed. The initial implant procedure was performed on an unknown date approximately (B)(6)prior to the date of this report to treat a cannon bone (right metatarsus) fracture. Concomitant device reported: spare reamer tube for hollow reamer (309.450) (part # 309.480, lot # unknown, quantity of 1). This report is 2 of 2 for com-280291.